Event description:
Boston scientific received information that during implant this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) repeatedly exhibited low out of range shock impedance measurement ranging from 10-14 ohms. Boston scientific technical services (ts) confirmed that the measurements were consistently less than 20 ohms with the painless shock impedance test. A new rv lead was successfully implanted. Additional information indicated that the cause of the observation has not been identified and there were no anomalies noted with the lead to device header connection. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.